Manufacturer narrative:
Evaluated one opened/used enlite sensor; performed visual inspection and found sensor cannula retracted inside sensor base and found no broken cannula during analysis. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used. We were unable to confirm needle complaint due to customer returning sensor with no needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor had no cannula attached when it was pulled out. The customer did not recall the blood glucose reading. The customer stated that the introducer needle was difficult to remove. The customer stated that the sensor was only worn for a couple of hours. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.